Manufacturer narrative:
Mindray svc rep evaluated the unit and advised the customer to replace the vaporizers.

Event description:
Customer reported low end tidal co2 readings from the gas module iii. No pt injury was reported.